Event description:
A lavh was underway when it was noted that the pt. Had a profound circulatory colapse after insertion of the umbilical trocar. A through and through injury to the rt common iliac artery just at the aortic bifurcation. The area was later reseited and grafted by a vascular surgeon from 50 miles away. The attending physician questioned the functioning of the trocar used.